Manufacturer narrative:
Stryker evaluated the customer's device and observed the main keypad of the device was inoperative. Stryker replaced the main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During routine preventative maintenance testing by stryker, it was observed that the main keypad of the customer's device was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.